Event description:
It was reported that during a spinal fusion procedure of t12 - l3 using point-to-point registration with navigation system ii, the surgeon stated that the upper levels around t11 - l2 were inaccurate from a lateral perspective. The registration was never accepted after two attempts at surface refining. As the issue was noticed prior to insertion of vertebral screws, navigation was aborted and the procedure was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the review of log files and patient. The review indicated that the event was due to a different spine position during registration against the pre-operative scan.

Event description:
It was reported that during a spinal fusion procedure of t12 - l3 using point-to-point registration with navigation system ii, the surgeon stated that the upper levels around t11 - l2 were inaccurate from a lateral perspective. The registration was never accepted after two attempts at surface refining. As the issue was noticed prior to insertion of vertebral screws, navigation was aborted and the procedure was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.